Event description:
It was reported that 8 bd plastipak¿ syringe had a small hole. The following information was provided by the initial reporter, translated from portuguese to english: when preparing a medication, a 10ml syringe was opened for aspiration of the solution, where it was found that there was a small hole in the wall of the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes . D.10. Returned to manufacturer on: 02-sep-2022. H.6. Investigation summary: sample and three photos received by our quality team for investigation. Upon visual inspection, cracked barrel can be observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with a jam that occurred after the assembly process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that 8 bd plastipak¿ syringe had a small hole. The following information was provided by the initial reporter, translated from portuguese to english: when preparing a medication, a 10ml syringe was opened for aspiration of the solution, where it was found that there was a small hole in the wall of the syringe.